Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a bio-pouch. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. However, the root cause could not be determined. Possible causes include patient vessel tortuosity, braid damaged, braid deployed in vessel bend. It was noted that the patient's vessel tortuosity was minimal. Which eliminate this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported under imaging, the tip of the pipeline appeared damaged/rough. There was no friction, resistance, or other difficulty during delivery or positioning of the pipeline. Continuous flush was administered and maintained during the procedure as indicated in the IFU. The cause of the resistance was not determined but possibly related to the vascular condition, deployment position, and size of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the phenom 27 microcatheter reached the expected m2 segment of the middle cerebral artery, the pipeline flex (ped-500-20) stent was delivered to m2, and the stent distal tip was deployed. Approximately 8 mm of the stent tip was deployed in situ, but it did not open smoothly. An attempt was made to advance the stent to increase tension, but the tip still would not open. This was tried several times without success, and a sign of damage was observed at the tip of the stent. The ped was withdrawn from the patient with the microcatheter, and a new ped-500-18 stent was used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, aneurysm of the medial side of the right internal carotid ophthalmic artery with a max diameter of 3 mm and a 2.6 mm neck diameter. The landing zone arterial diameter was 3.5 mm distally and 4.92 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as in the normal range. The angiographic result post procedure was noted as ophthalmic artery aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed less than 50% when it failed to open, and had been resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. Ancillary devices included phenom 27 microcatheter, synchro2 guidewire.